Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and could not reproduce the reported issue. A review of system log files confirmed the reported malfunction of the system being unable to boot up. The fse shared system log files with nss, and based on the analysis, the replacement of ethernet switch was recommended. The fse replaced the ethernet switch which resolved the issue, restoring normal system operation. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.